Manufacturer narrative:
(B)(6). (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
Software investigation completed. The software log files were analyzed, but root cause could not be determined from them. The reported issue may be the result of a memory corruption issue. Therefore, this issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the navigation system became unresponsive. In trouble-shooting, a re-boot of the system restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.